Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure. The exact procedure date was unknown. During the procedure, the clip did not deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure. The exact procedure date was unknown. During the procedure, the clip did not deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h11: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached. Microscopic examination was performed and shows evidence of full deployment. No problems with the device were noted. The reported event of clip unable to fire was not confirmed. Investigation found that the clip assembly was detached. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.